Event description:
Per contact, surgeon was using the dilator to confirm access/size of esophagus after laparoscopic nissen fundoplication procedure. The spring tip guidewire was not used and the dilator perforated the patient's esophagus. Patient had surgery to repair the tear and is ok.